Event description:
The customer reported that the ventilator shut down and alarmed, and then would not power on again. The customer reported the unit was in use on a patient, and there was no patient harm. Upon evaluation of the unit by the manufacturer, the unit would not power on as reported by the customer. Initial analysis revealed a shorted capacitor on the o2 flow sensor pcb. The noted finding may result in the unit shutting down during operation with an active alarm.